Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Event description:
It was reported, the device was disconnected from the remote monitoring application via bluetooth (ble). It was attempted to be re-paired and unable. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.